Manufacturer narrative:
Concomitant medical device: dtbb1d1 ICD implanted: (B)(6) 2015.product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.